Event description:
Device report from synthes (B)(6) reports an event in australia as follows: it was reported the patient had surgery for a distal femoral fracture, the date of surgery is not confirmed, it was reported the hardware was implanted on (B)(6) 2014. The less invasive stabilization system (liss) was reported to have been inserted correctly and as per the technique guide, nothing unexpected occurred during the original surgery. At some point over the next 12 days (patient was intubated for 3-4 days postop), the patient reported pain in his leg. The examination noted his distal femur was floppy, x-rays were performed which revealed all 3 locking screws in the shaft of the plate had broken at the plate/screw interface, this was originally reported as 4 screws but has been verified to be 3. The surgeon reported the patient was non weight bearing. The patient was brought back to surgery for a revision procedure. It was reported there was a prolongation of the hospital stay, it is not known how long. An image reading of the four x-rays was conducted by a medical director from this manufacturer. The following information was reported from the review: I reviewed the attached complaint description and x-ray images. I can confirm that this is a distal femur fracture fixed with plate and screw, with broken screws observed in the shaft of the plate. This report is for 1 of 3 broken screws. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.